Event description:
Additional information received reported that the patient had respiratory failure due to narcotic overdose. The hcp stated that the etiology was either concentration of medication at 2015-(B)(6) refill or a change in intrathecal flow dynamics. The patient recovered with permanent impairment.

Event description:
It was reported that there was an overdose. The emergency room (ER) healthcare provider (hcp) called to report needing the pump to be shut off because the patient was on a vent due to overdose. The patient was responding to a narcan drip. The hcp confirmed that the patient the was refilled "yesterday" 2015-(B)(6). Hcp left a message for the local manufacture representative. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. Product ID 8780, serial# (B)(4), implanted: 2015-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)